Manufacturer narrative:
The customer's calibration, qc, system alarm trace, and sample pre-analytic data were requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced the na electrode. He performed calibration, qc, and precision testing with acceptable results. Also, he performed a correlation with another analyzer and had consistent results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 results for four patients tested on a cobas 8000 cobas ise module. On (B)(6) 2021, the initial na results for the four patients were reported outside the laboratory. On (B)(6) 2021, the laboratory received a complaint from a physician regarding low na results that were reported outside the laboratory. The customer performed repeat testing with the four samples that were questioned, and the repeat testing took place on the same analyzer as well as a different analyzer. The customer provided one example of questionable na results: on (B)(6) 2021, the patient's initial na result was 134 mmol/l. On (B)(6) 2021, the patient's first repeat result on the same analyzer was 139 mmol/l, and the patient's second repeat result on a different analyzer was 141 mmol/l. The customer confirmed there was a data flag with the na results. The customer determined the repeat results were correct. The na electrode lot number was c07 and the expiration date was requested but not provided.